Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) required repair. It was noted that it was not possible to complete incoming functional testing as the upper portion of the display was blank. It was also noted that the output connector assembly was cracked. The epg is to be returned unrepaired as it has reached its seven year end of service life. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned to service for repair subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.